Event description:
This pt had their original left total knee in 1995 with a subsequent revision in 1996. Pt is now having pain in the knee and has modified their activities to help decrease their pain. X-rays showed progressive tibial side loosening on the left. Pt was admitted to this facility for a revision of the left total knee. Intraoperative, the tibial as well as the femoral components were found to be loose. All components were removed and replaced.